Event description:
It was reported that there was a problem with the patient programmer and the patient got a splash screen yesterday when they tried to switch programs. The patient switched between groups c and d for day and night. Due to not being able to switch groups the patient had difficulty the night prior to this report. The programmer batteries were replaced and the patient was able to connect with the implantable neurostimulator (ins). The patient had contacted a manufacturing representative the day of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v878980, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v836480, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension, product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).